Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the exact cause of the too ventricular position of the initial valve cannot be confirmed. In addition to the procedure itself, patient factors (mild annular calcification, mild native leaflet calcification, mild aortic root calcification) may have contributed to this event. A second valve was deployed, resolving the regurgitation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards lifesciences affiliate in (B)(4), a 23mm sapien xt was deployed in a final 50:50 aortic/ventricular (a/v) position. Post implant, an aortogram was performed to confirm the valve positioning and a ¿relevant¿ cardiac insufficiency/regurgitation was observed. Post dilation was performed with an additional 2cc of volume. Following post dilation, the cardiac insufficiency was increased and the patient went into ¿shock¿. An unsuccessful attempt was made to reverse the situation with medications. Heart massage was initiated and the patient was defibrillated, with no resolution. The decision was made to deploy a second valve. The second valve was deployed in a 60:40 a/v position. Post implant of the second sapien xt valve, the patient did not immediately recover. The guidewire was removed and the heart massage was continued. The patient finally stabilized. Post deployment tee indicated no rupture or perforation. The procedure was completed and the patient was transferred to ICU still intubated. The native annular diameter measured 17mm x 22mm by CT. Mild annular calcification, mild native leaflet calcification and mild aortic root calcification was reported. It was perceived that the initial valve was implanted too low, contributing to the cardiac insufficiency.